Manufacturer narrative:
It was reported that the hl20 displayed the error messages: ¿beltslip¿, ¿direct¿ and ¿hi temp¿. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation of the device. The fst replaced a defective cooling fan and the optical tacho board. After replacement the device was tested to factory specification. The defective parts were not available, therefore no technical investigation could be performed at the manufacturer. However the error messages ¿direct¿ and ¿beltslip¿ can be linked to the following most possible root causes according to the hl 20 risk management file: -total fail of device because of defective tacho, relay or pump belt. In addition a defective optical tacho board is a plausible cause for the error message "beltslip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The reported error message "hi temp" can be linked to the following most possible root causes according to the hl 20 risk management file: overtemperature of device / device parts because of: -defect fans (for cooling of drive, for heat exchange, for power supply) according to the instructions for use hl 20 version 02 in chapter 5.6.1 preparing temperature monitoring and inserting the temperature sensor the following is stated: only operate the system with connected, external temperature sensors and always set alarm limits. The error message: "hi temp" shows that the temperature of the internal electronic is higher than 60°c and the motor temperature is higher than 70°c. The device in question was manufactured on 2014-03-04. The review of the non-conformities during the period of 2014-03-04 to 2021-12-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported error messages: ¿beltslip¿, ¿direct¿ and ¿hi temp¿ could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).

Event description:
It was reported that the hl20 pump displayed the error messages: "beltslip", "hitemp" and "direct" during priming. No harm to any person has been reported. A getinge field service technician was onsite for an investigation. During testing it was found that the optical tacho board and cooling fan was faulty and need to be replaced. Parts have been ordered, the replacement is pending. Complaint ID : (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error messages: "beltslip", "hitemp" and "direct" during priming. No harm to any person has been reported. A getinge field service technician was onsite for an investigation. During testing it was found that the optical tacho board and cooling fan was faulty and need to be replaced. Parts have been ordered, the replacement is pending. As soon as new relevant information becomes available, a follow up will be submitted.